Manufacturer narrative:
The device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test and displacement accuracy test. Possible over delivery anomaly not confirmed. Hardware low level failures confirmed in pump history with variable (03) due to broken trace at keypad assembly (pin 6). Volume did change when adjusted. Audio/vibrate anomaly/absence of alarm not confirmed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The patient's parent reported that the insulin pump delivered 3.7 units despite only a 2-unit bolus being programmed. The hardware low level failure alarm also occurred twice. Troubleshooting was initiated for the hypoglycemia. The patient's blood glucose at the time of incident was 64 mg/dl. The customer was treated with glucose tablets. The customer had been using the insulin pump system within 48 hours of the reported low blood glucose event. The auto mode feature was not automatically delivering insulin at the time of the low blood glucose event. Troubleshooting was initiated on the insulin pump. There were no anomalies noted on the set, reservoir or insulin pump during troubleshooting. The reservoir contained the same amount of insulin as displayed on the status screen. The insulin pump will be returned for analysis.